Event description:
Tht customer states that the staple is crooked.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73e1800139 was manufactured on 05/07/2018 a total of (B)(4) pieces. Lot was released on 05/16/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. The staples appear to be properly aligned. The stapler was returned with 28 staples left in the cover block indicating that at least 7 staples have been fired by the end user. Reference file anp1900073909 for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, a staple was unable to properly form. This was repeated two more times with the same result. The sample was disassembled to inspect the internal components. It was found that the cover block was partially detached from the trigger which prevented the staples from forming properly. The cover block was manually reattached to the trigger and the stapler was reassembled. The trigger was engaged and a staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All three staples fired were able to engage and successfully close into the simulated skin pad. The remaining staples were fired from the stapler with no difficulty. It could not be determined how or when the cover block became partially detached from the trigger. Reference file anp1900073909 for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. It could not be determined how or when the cover block became partially detached from the trigger. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that these issues were present at the time of manufacturing assembly. The reported complaint of "staple crooked" was confirmed based upon the sample received. The sample was returned with the cover block partially detached from the trigger. This prevented the staples from forming properly. Once the cover block was reattached to the trigger, the remaining staples fired properly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. It could not be determined how or when the cover block partially detached from the trigger. Therefore, the root cause of this complaint could not be determined. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Tht customer states that the staple is crooked.